Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main station was constantly rebooting, touchscreen had a slow response or delay and sometimes freezes. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main station was constantly rebooting, touchscreen had a slow response or delay and sometimes freezes. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was constantly rebooting. A field service engineer (fse) stated that the technical support recommended reimaging the station. The station was cloned, the computer name was changed, and the database was cleared before reconnecting the station to the network. A brain transplant was initiated, and after synchronization was completed, the station was taken out of critical override and rebooted. The customer was able to log in and successfully tested the application by inventorying medication. However, a failed legacy half-height cubie drawer remains and needs to be replaced. The system functioned as intended after the field service engineer repaired the device.